Manufacturer narrative:
All the three complaint devices were received and inspected along with npd engineers. All three devices where from same manufacturing lot. Visual observations revealed no anomalies with the devices. In first device, there were no implants present in the truespan gun, but the trigger worked as intended and a click sound was heard when the trigger was pressed fully. On second and third devices, the first implant was hanging out of both the truespan guns on the suture. When the trigger was pressed fully a click sound was heard and when the trigger for pressed for the second time, the second implant was deployed on both the devices as intended. There was no product issue noticed on these three devices. So, the failure cannot be confirmed. It was mentioned in the complaint description that the depth of needle was not set correctly which led to the incident, so the root cause for this failure would be attributed to user error. A DHR review has been conducted on this manufacturing lot and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2017-10609, 1221934-2017-10610 & 1221934-2017-10611.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2017-10610, 1221934-2017-10611.

Event description:
The affiliate reported via email during a meniscal repair, the jnj rep was present at the case. This was the surgeons 7th case using truespan. The 1st and 2nd implant were implanted as per surgical technique at depth guide of 18 and they fired successfully. The 3rd, 4th and 5th implants were implanted as per surgical technique at depth of 18 and the first implant deployed in the meniscus and come out when the surgeon pulled the needle out. We did not hear a proper click when the implants were deployed. The rep asked if there was anything he was doing different and the surgeon said no. After the 3rd misfire, the surgeon said this could be a technical problem and he asked for a 6th implant and moved the depth guide to the maximum of 20 and it fired successfully. He implanted a 7th implant with the depth guide at 20 and again it fired successfully. The surgeon then explained that the horn of the meniscus is thicker, so he thinks the tip of the needle was not getting to the back of the meniscus, therefore the first implant was being deployed in the meniscus, but not popping out the back of the meniscus. He said when he changed the depth guide to 20 that he thinks this pushed the needle out the back of the horn of the meniscus further, allowing for proper deployment. To complete the procedure the surgeon opened three more truespan 12 peek and changed the depth guide to 20 and the implants deployment successfully. 3 minute delay to procedure. No ae to patient. Additional information received via email from the affiliate on 10-5-2017: my understanding from the surgeon was that he didn¿t have the needle to the back of the meniscus properly, therefore the peek implant was not pushed out the back of the meniscus and therefore still sitting in a longitudinal position making it easier for it to come back down the path the needle was exiting. The trigger did release after each failed attempt